Manufacturer narrative:
The lead complained about was not returned for analysis. This report therefore refers only to the analysis results of the returned ICD. The returned ICD first underwent a status interrogation. The device status was eos, and 141 charge processes had been registered. The memory content of the ICD was analyzed. The analysis of the available iegms showed interference signals in the ventricular and in the far-field channel, which led to repeated shock deliveries, matching the clinical observation. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. Further analysis of the shock holter entries showed that the ICD performed 65 charge processes on 04 december 2019, within one hour. Due to these rapidly following charge processes, the battery voltage dropped below the eos threshold, and the device status eos occurred. The eos status was removed with a technical programmer, and a subsequent interrogation of the ICD showed the battery status eri. In a next step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. In addition, the production documents of the lead and the ICD were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error. In summary, the analysis showed that the ICD activated the battery status eos on 04 december 2019. This was due to many, rapidly successive charge processes, caused by interference signals in the ventricular and far-field channel. The ICD proved to be fully functional during the investigation.

Event description:
It was reported that the patient received several inappropriate shocks and was admitted to hospital. The ICD was in eos. The ICD was replaced, the linox lead was capped and replaced.